Event description:
It was reported that the urine is flowing through the tubing at a slower rate causing the patient to have urinary retention. The mother reported that her son typically voids more than what is found in the bag when she checks it. As a result, he has developed a kidney infection and had to take oral antibiotics for 10 days. When the infection was discovered, the tubing was switched to a competitor's extension tubing and she immediately saw an increase in urine drainage.

Manufacturer narrative:
The actual device was not returned for evaluation. The device history record and the manufacturing process were reviewed finding nothing that could have caused or contributed to the reported event. The directions for use states, "attach catheter or extension tubing to the top inlet. When wearing bag below knee, attach extension tubing. When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector." (B)(4).